Event description:
The following has been reported: biomed reported: "ticket stated "service needed". Cleaned and tried to run test infusion. Alarmed and unable to continue.". Patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint was confirmed. Device returned for av sticky valve. Fva pins felt like they had a heavy drag when operated. Scratches and dents were observed on the area around the fva pins. Scratches were also observed on the set ID. The device was opened to inspect for internal damage clean the fva pins. All four of the screw mounts for the main pcba on the front housing are damaged and the board is loose. The fva assembly was removed and the pins and channels were cleaned using alcohol. A significant amount of dirt and debris was found on the outlet pin of the fva.